Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -08.00 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to refractive change overtime and the patient wanted the lens removed due to decreased visual acuity. The lens was not exchanged for another lens. There was no patient injury when lens was explanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found the lens haptic torn and scratches on the optic. There was presence of residue on the lens surface. (B)(4).